Manufacturer narrative:
Radiographic image review result: post-op x-ray for l2 - pelvis fixation are provided. Ap lateral images are provided. Interbody grafts are present at l2-3/3-4/4-5. By report there were 2 broken screws. It is difficult to see these on the provided images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation spinal surgery at l3/s2 due to some unspecified reasons. Post-op, screw on the right side s2ai had ruptured the inner side. Patient underwent revision surgery as a result of this event. In which, direction of screw has been changed and reinserted again. No further patient complications were reported as a result of this event.